Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged. The customer experienced a blood glucose (bg) level over 400 mg/dl and a high ketone level identified as dangerous by healthcare provider. A correction bolus and manual injection were delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.